Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Reportedly, customer inadvertently initiated a bolus subsequently decreasing their bg. Reportedly, the customer fell and hit their head becoming unconscious. Paramedics were called, and transported customer to the emergency room (ER). They were treated intravenously with fluids of saline. Customer was released from the ER on (B)(6) 2023 with the issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.